Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was electively replaced due to normal battery depletion. Initial testing at guidant's reliability assurance laboratory identified that the device did not meet the expected longevity.